Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Sensor plug was properly seated in the mount. Data was extracted using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination). The sensor plug was removed and the plug assembly was inspected, no issues were observed. An extended investigation was also performed on the returned sensor. The sensor was de-cased and contamination was found on the printed circuit board assembly (pcba). Attempts to activate the sensor were unsuccessful. The pcba was cleaned and the sensor was reprogrammed, however attempts to activate the sensor were still unsuccessful. Adc was therefore unable to perform further testing related to the high readings issue reported by the customer. A separate investigation into the abnormal termination (sensor state 6) was performed (which was noted to have occurred at the time of the investigation and was not part of the customer¿s original complaint). The sensor was de-cased and corrosion was found, therefore the abnormal termination was attributed to corrosion. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. Section d3 (email) and section g1 were updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.